Event description:
Ous MDR - boston scientific received information that during the implant procedure, this right atrial (ra) lead was repositioned many times to obtain optimal p-wave measurements. The lead was fixated and the procedure was completed. The next day, an x-ray confirmed the ra lead was dislodged. The physician elected to abandon the lead and reprogrammed the device to vvir, as the patient was in atrial fibrillation (af) and lead placement was difficult. No adverse patient effects were reported. The lead remains implanted but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.